Event description:
Heterotopic ossification grade 3 in the right hip was reported within the 10 year follow-up examination of polarstem retrospective clinical study. Collateral hip replaced in 2005; left hip is part of the same retrospective clinical study.